Event description:
It was reported that the patient plugged the recharger in and it charged. When the patient tried to charge the stimulator they were seeing an empty battery screen and saw a doctor on the screen. The issue started about a month prior. The patient didn¿t have the recharger available to confirm what he was seeing to troubleshoot. The patient was in an overdischarge state. The patient was at the office the day of the report and was in overdischarge. The patient was having problems when he would try to charge and that was the cause of the overdischarge. The patient went to the healthcare provider (hcp) appointment the day of the report and they discovered it was in overdischarge. It was in overdischarge due to recharging issues. The manufacturer representative had helped the patient before with recharging issues but didn¿t recall when. It was for a while, unknown the amount of time. The patient was having problems with the recharger. The manufacturer representative did not believe this was the first time the patient had a problem with his recharge. Although it notes recharge, they were most likely referring to the recharger from the context of the event. There were apparently recharging issues. There were telemetry issues. They were not sure how long the implantable neurostimulator (ins) had been in overdischarge, but thought it might have been about 2-3 months. The manufacturer representative was on the 3rd physician mode recharger (pmr) and it was still not out of overdischarge. They thought this was the second overdischarge for this ins. The pmr was tried three times and was never able to bring they device out of overdischarge. They were going to try after the holidays on monday. They agreed to try three more times. It was explained that they would probably be able to wake up the device at some point, but the condition of its capacity would be very suspect. They understood a new device would be preferable way to go. The pmr was not successful, nor power on reset (por) cleared, they tried three times. It was unclear if a por was reported or not. The patient could not recharge or feel stimulation. They were meeting again on monday (B)(6), 2015 to try three more times and then they agreed to cease. The patient wanted a replacement but the deductible was an issue. Additional information received reported the patient was a no show and they would reschedule. Information regarding if there was another appointment has been requested. It was later reported that the manufacturer representative spoke to the patient the day of the report. After thinking about it, the patient was more inclined to have the battery replaced than try to go through a lot of physician mode rechargers (pmr), to revive a battery that may be so damaged in terms of recharging interval that it would make the ¿up keep¿ hard to maintain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).